Event description:
Patient reported left side rupture. Healthcare professional later reported "exchange due to capsular contracture [baker grade] 3." Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported left side rupture. Healthcare professional later reported "exchange due to capsular contracture [baker grade] 3." Device was explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight, opening extended on posterior and blue particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Patient reported left side rupture. Healthcare professional later reported "exchange due to capsular contracture [baker grade] 3." Device was explanted.